Event description:
Name of procedure being performed: no surgery was performed. Detailed description of event: when unpacking the voyant clamp, the nurse discovered a hair in the sterile packaging. Not used due to the presence of a hair in the sterile packaging. Additional information received from an applied medical representative via email on 08sep25: the customer has already set aside the pliers for return. Tm will follow up with the customer to see if photos can be taken. Additional information received from an applied medical representative via email on 09sep25: the tm visited the customer, and four [4] images were taken. Patient status: na (before use). Type of intervention: the user took another sterile clamp from stock.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, and photos of the event unit were provided by the complainant. Visual inspection confirmed the presence of a loose hair inside the packaging. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: no surgery was performed. Detailed description of event: when unpacking the voyant clamp, the nurse discovered a hair in the sterile packaging. Not used due to the presence of a hair in the sterile packaging. Additional information received from an applied medical representative via email on 08sep25: the customer has already set aside the pliers for return. Tm will follow up with the customer to see if photos can be taken. Additional information received from an applied medical representative via email on 09sep25: the tm visited the customer, and four [4] images were taken [uploads in attachments]. Patient status: na (before use). Type of intervention: the user took another sterile clamp from stock.